Event description:
Surgeon reports that upon implantation of iol it was difficult to rotate and tore the inferior capsule. The lens was left in place but the next day "sunset syndrome" was observed. The lens was replaced on the first post-operative day and a vitrectomy performed. The patient recovered with 20/20 vision.